Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver displayed a hardware error on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available. It was reported that patient was using an alternative charger to charge the receiver. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: only use the dexcom battery charger provided in the receiver kit. Do not use any other battery charger.